Manufacturer narrative:
Results of engineering evaluation: the delivery catheter involved in this event was returned and an engineering evaluation was performed. Engineering confirmed that the leading end of the catheter was broken at the trailing olive. The polyimide guidewire had fractured at the trailing olive. The endoprosthesis had been deployed off of the catheter. The root cause for the broken leading end of the catheter could not be determined with the currently available information.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.(B)(4).

Event description:
On (B)(6) 2016, the patient underwent emergent endovascular repair of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. After a trunk-ipsilateral leg component was successfully deployed, an attempt was made to advance a 12-fr gore® dryseal sheath with hydrophilic coating into a contralateral gate, but it was not successful. While a delivery catheter for contralateral leg component (pxc141000j/14345199) was being advanced outside of the sheath, the proximal portion of the delivery catheter was caught on the distal edge of the contralateral gate so that the cannulation of delivery catheter was not successful. The physician elected to advance the introducer sheath into the contralateral gate again and attempted to retrieve the delivery catheter. Upon retrieval of the delivery catheter, the distal portion of the delivery catheter was caught on the proximal edge of the sheath. After several attempts were made, the delivery catheter was inserted into the introducer sheath, and both devices were retrieved together outside of the patient. The retrieved delivery catheter and introducer sheath revealed that the proximal portion of catheter was detached from the catheter body and the distal end of the endoprosthesis was deployed. The physician continued the implant procedure using new delivery catheter and introducer sheath. The patient tolerated the procedure. It was reported that tortuous anatomy could have contributed to the difficulty in inserting the delivery catheter back into the sheath. Also, several attempts were made to insert the catheter into the sheath, resulting in the catheter broken.